Event description:
It was reported that the bur head broke off in the attachment. This discovered this when trying to remove the bur after a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the bur had broken just below the head of the unit. The device was reassembled and a new bur was able to be loaded and unloaded in the attachment. Then a cut test was performed and the test bur did not fracture. The cause of the complaint could not be determined. It is possible the bur broke due to aggressive side loads or chatter while cutting. The DHR review indicated the device passed all testing and inspections as required at the time of MFR. There were no relevant non-conformance records associated with the release of the device. There were no relevant non-conformances, alerts, deviations, or rework related to this reported event.